Event description:
During surgery on a pt with multiple pre-existing conditions including a traumatic cataract, weak zonules with subsequent unstable lens and a floppy iris, the malyugin ring fell behind the iris and due to the pt's condition the surgeon chose to not remove it from the eye. The pt was referred to retinal surgeon for follow up.

Manufacturer narrative:
The ring was left in the eye; therefore, no eval will be performed. The pt was referred to a retinal surgeon to locate and remove the ring; however, the surgeon was not able to see the ring in the posterior segment. The ring is thought to be between the implanted sulcus iol and the iris acting as support for the unstable eye which lead both surgeons to decide to leave the ring in the eye. The pt had improved vision post-op.